Event description:
A report was received that the patient was experiencing pain. The physician prescribed the patient some topical cream and oral dilaudid. The physician believes that the pain was related to the surgery and is not device related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50, serial # (B)(4), description: artisan 2x8 lim 50cm paddle lead.

Manufacturer narrative:
Additional information indicates that the physician stated that the patient's knee pain is a new reflex sympathetic dystrophy (rsd) pain and is not procedural or device related. No further action will be taken regarding the device.

Event description:
A report was received that the patient was experiencing pain. The physician prescribed the patient some topical cream and oral dilaudid. The physician believes that the pain was related to the surgery and is not device related.